Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections") and abdominal pain lower ("extreme cramping"). The patient was treated with surgery (underwent laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections") and abdominal pain lower ("extreme cramping"). The patient was treated with surgery (underwent laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pelvic area"), genital haemorrhage ("bleeding"), systemic lupus erythematosus ("autoimmune disorder-type of disorder: lupus") and procedural haemorrhage ("bleeding precautions") in a 35-year-old female patient who had essure (batch no. B71766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vulvovaginitis, systemic lupus erythematosus, vaginal irritation, chest pain, palpitations, heartburn, nausea, dysuria, irregular menstrual cycle, hot flashes, polydipsia, myalgia, cervical intraepithelial neoplasia iii, gravida ii and parity 2. Concurrent conditions included hypertension, tendency to bruise easily, cervical dysplasia and dysfunctional uterine bleeding. Concomitant products included folic acid, hydroxychloroquine, medroxyprogesterone acetate (depo-provera), naproxen and vitamins nos (multivitamins). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient underwent loop electrosurgical excision procedure ("other injury(ies) or complication (s) please describe: leep"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), vaginal infection ("infections/(bladder/ urinary tract/vaginal) type: vaginal"), abdominal pain lower ("extreme cramping"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal area"), back pain ("back area") and discomfort ("some discomfort while healing"). The patient was treated with hydrochlorothiazide and surgery (underwent laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the systemic lupus erythematosus, procedural haemorrhage, loop electrosurgical excision procedure, vaginal haemorrhage, menorrhagia, depression, anxiety, vaginal discharge, fatigue, abdominal pain, back pain and discomfort outcome was unknown and the vaginal infection, abdominal pain lower, dysmenorrhoea, dyspareunia and urinary tract infection had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loop electrosurgical excision procedure, menorrhagia, pelvic pain, procedural haemorrhage, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Pregnancy test - on (B)(6) 2014: result: negative. Ultrasound scan - on an unknown date: result: boggy uterus consistent with adenomyosis. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs received with her demographic details were updated. Esuure lot number added. Suspect drug explant date added. Following events were added: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, other injury(ies) or complication (s) please describe: leep, urinary tract infection, autoimmune disorder-type of disorder: lupus, abdominal area, back area, bleeding precautions and some discomfort while healing. Previously reported event pt was updated from infection to vaginal infection. Event severity added for: chronic pain/pelvic area, abdominal area and back area. Event outcome added for: chronic pain/pelvic area, dysmenorrhea(cramping), extreme cramping, dyspareunia (painful sexual intercourse), infections/(bladder/ urinary tract/vaginal) type: vaginal and urinary tract infection. Concomitant, treatment medications and medical history were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic area') in a 35-year-old female patient who had essure (batch no. B71766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vulvovaginitis, systemic lupus erythematosus, vaginal irritation, chest pain, palpitations, heartburn, nausea, dysuria, irregular menstrual cycle, hot flashes, polydipsia, myalgia, cervical intraepithelial neoplasia iii, gravida ii, parity 2, genital boil, fatigue, fever, unintentional weight loss, chest pain, dyspnea, nausea, bacterial vaginosis, irregular menstrual cycle, vaginal discharge, paresthesia, hypercholesterolemia, adenomyosis, endometriosis, vaginal odor, post coital bleeding and vaginal ulceration. Concurrent conditions included hypertension, tendency to bruise easily, cervical dysplasia and dysfunctional uterine bleeding. Concomitant products included folic acid, hydroxychloroquine, medroxyprogesterone acetate (depo-provera), naproxen and vitamins nos (multivitamins). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient underwent loop electrosurgical excision procedure ("other injury(ies) or complication (s) please describe: leep"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding"), systemic lupus erythematosus ("autoimmune disorder-type of disorder: lupus"), procedural haemorrhage ("bleeding precautins"), vaginal infection ("infections/(bladder/ urinary tract/vaginal) type: vaginal"), abdominal pain lower ("extreme cramping"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal area"), back pain ("back area"), discomfort ("some discomfort while healing") and cystitis ("bladder problem - cystitis"). The patient was treated with hydrochlorothiazide and surgery (underwent laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, procedural haemorrhage, vaginal infection, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection and cystitis had resolved and the systemic lupus erythematosus, loop electrosurgical excision procedure, heavy menstrual bleeding, depression, anxiety, fatigue, abdominal pain, back pain and discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, cystitis, depression, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, loop electrosurgical excision procedure, pelvic pain, procedural haemorrhage, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problem. Trailing coils: right: 5, left: 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Pregnancy test - on (B)(6) 2014: result: negative.. Ultrasound scan - on an unknown date: result: boggy uterus consistent with adenomyosis. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received. Reporter information, patient medical history, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic area') in a 35-year-old female patient who had essure (batch no. B71766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vulvovaginitis, systemic lupus erythematosus, vaginal irritation, chest pain, palpitations, heartburn, nausea, dysuria, irregular menstrual cycle, hot flashes, polydipsia, myalgia, cervical intraepithelial neoplasia iii, gravida ii, parity 2, vaginal ulceration, fatigue, fever, unintentional weight loss, chest pain, dyspnea, nausea, bacterial vaginosis, irregular menstrual cycle, vaginal discharge, paresthesia, hypercholesterolemia, adenomyosis, endometriosis, vaginal odor, post coital bleeding and vaginal ulceration. Concurrent conditions included hypertension, tendency to bruise easily, cervical dysplasia and dysfunctional uterine bleeding. Concomitant products included folic acid, hydroxychloroquine, medroxyprogesterone acetate (depo-provera), naproxen and vitamins nos (multivitamins). On (B)(6) 2014, the patient had essure inserted. In march 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient underwent loop electrosurgical excision procedure ("other injury(ies) or complication (s) please describe: leep"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding"), systemic lupus erythematosus ("autoimmune disorder-type of disorder: lupus"), procedural haemorrhage ("bleeding precautins"), vaginal infection ("infections/(bladder/ urinary tract/vaginal) type: vaginal"), abdominal pain lower ("extreme cramping"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal area"), back pain ("back area"), discomfort ("some discomfort while healing") and cystitis ("bladder problem - cystitis"). The patient was treated with hydrochlorothiazide and surgery (underwent laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, procedural haemorrhage, vaginal infection, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection and cystitis had resolved and the systemic lupus erythematosus, loop electrosurgical excision procedure, heavy menstrual bleeding, depression, anxiety, fatigue, abdominal pain, back pain and discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, cystitis, depression, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, loop electrosurgical excision procedure, pelvic pain, procedural haemorrhage, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problem. Trailing coils: right: 5, left: 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Pregnancy test - on (B)(6) 2014: result: negative.. Ultrasound scan - on an unknown date: result: boggy uterus consistent with adenomyosis.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue and vaginal discharge. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic area'), genital haemorrhage ('bleeding'), systemic lupus erythematosus ('autoimmune disorder-type of disorder: lupus') and procedural haemorrhage ('bleeding precautins') in a 35-year-old female patient who had essure (batch no. B71766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vulvovaginitis, systemic lupus erythematosus, vaginal irritation, chest pain, palpitations, heartburn, nausea, dysuria, irregular menstrual cycle, hot flashes, polydipsia, myalgia, cervical intraepithelial neoplasia iii, gravida ii and parity 2. Concurrent conditions included hypertension, tendency to bruise easily, cervical dysplasia and dysfunctional uterine bleeding. Concomitant products included folic acid, hydroxychloroquine, medroxyprogesterone acetate (depo-provera), naproxen and vitamins nos (multivitamins). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient underwent loop electrosurgical excision procedure ("other injury(ies) or complication (s) please describe: leep"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), vaginal infection ("infections/(bladder/ urinary tract/vaginal) type: vaginal"), abdominal pain lower ("extreme cramping"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal area"), back pain ("back area") and discomfort ("some discomfort while healing"). The patient was treated with hydrochlorothiazide and surgery (underwent laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the systemic lupus erythematosus, procedural haemorrhage, loop electrosurgical excision procedure, vaginal haemorrhage, menorrhagia, depression, anxiety, vaginal discharge, fatigue, abdominal pain, back pain and discomfort outcome was unknown and the vaginal infection, abdominal pain lower, dysmenorrhoea, dyspareunia and urinary tract infection had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loop electrosurgical excision procedure, menorrhagia, pelvic pain, procedural haemorrhage, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Pregnancy test - on (B)(6) 2014: result: negative.. Ultrasound scan - on an unknown date: result: boggy uterus consistent with adenomyosis.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic area') in a 35-year-old female patient who had essure (batch no. B71766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vulvovaginitis, systemic lupus erythematosus, vaginal irritation, chest pain, palpitations, heartburn, nausea, dysuria, irregular menstrual cycle, hot flashes, polydipsia, myalgia, cervical intraepithelial neoplasia iii, gravida ii and parity 2. Concurrent conditions included hypertension, tendency to bruise easily, cervical dysplasia and dysfunctional uterine bleeding. Concomitant products included folic acid, hydroxychloroquine, medroxyprogesterone acetate (depo-provera), naproxen and vitamins nos (multivitamins). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient underwent loop electrosurgical excision procedure ("other injury(ies) or complication (s) please describe: leep"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding"), systemic lupus erythematosus ("autoimmune disorder-type of disorder: lupus"), procedural haemorrhage ("bleeding precautins"), vaginal infection ("infections/(bladder/ urinary tract/vaginal) type: vaginal"), abdominal pain lower ("extreme cramping"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal area"), back pain ("back area"), discomfort ("some discomfort while healing") and cystitis ("bladder problem - cystitis"). The patient was treated with hydrochlorothiazide and surgery (underwent laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, procedural haemorrhage, vaginal infection, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection and cystitis had resolved and the systemic lupus erythematosus, loop electrosurgical excision procedure, menorrhagia, depression, anxiety, fatigue, abdominal pain, back pain and discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, cystitis, depression, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loop electrosurgical excision procedure, menorrhagia, pelvic pain, procedural haemorrhage, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problem diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2014: results: essure device was successfully occluded. Pregnancy test. On(B)(6) 2014: result: negative.. Ultrasound scan. On an unknown date: result: boggy uterus consistent with adenomyosis.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event outcome of vaginal discharge, pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.